Manufacturer narrative:
Concomitant medical products: d224drg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and high impedance. The lead remains in use. No patient complications have been reported as a result of this event.